Event description:
Patient reported left side "leak, hanging low, dropped fully down". Physician confirmed events and reported "right side dropped". The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ malposition: unable to observe as it is not related to the device. ¿ rupture: not observed openings during the analysis. As per the investigation procedures creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "leak, hanging low, dropped fully down".

Event description:
Patient reported left side "leak, hanging low, dropped fully down". Device remains implanted.

Event description:
Physician confirmed events and reported "right side dropped". The device has been explanted and replaced.